Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). The sion blue was returned for evaluation. The distal segment of the returned sion blue was found deformed into an alpha shape, which is typically seen when the guide wire surface is rubbed. Originating from the mid solder set at 20mm from the tip for the purpose of fixing the coil wire onto the core wire, the coil was found elongated distally for approximately 170mm and then fractured. The coil was twisted proximal to the fracture end that was necked by tensile stress. These findings indicated that torsion generated when the coil wire was straightened had contributed the coil to become twisted and tensile stress had caused the separation of the coil. Under the elongated coil wire, the core-composing twist wire and straight core wire were found fractured at approximately 5mm distal to the distal end of the exposed inner coil wire. Microscopic observation revealed that there was an s-shape deformation proximal to each fracture end of the straight core wire and the fine wires of the twist wire. Further observation by scanning electron microscope (sem) found that each fracture end was necked. Measurement of the returned guide wire suggested that approximately 3mm of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the reported separation of the tip. It was inferred that the tip was being caught likely between the vessel wall and the deployed stent as the wire was advanced through stent strut into the lcx. Therefore, the applied tensile stress exceeded the product design limit and made the tip to separate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects]: removal difficulty of guide wire. Separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion blue guide wire had fractured during a percutaneous coronary intervention (pci) to treat a 90-99% stenosis in the #5-6 segment of the left coronary artery (lca). After stenting of the target lesion, the sion blue was used with a kaneka crusade dual lumen microcatheter for wiring of the left circumflex artery (lcx). However, wiring from the distal side of the lcx was then determined to be preferable according to the ivus findings. When attempting to remove the sion blue, the wire tip was trapped and could not be released. A snare was used to catch the wire tip and when removing the sion blue, the wire tip became separated and remained in the patient. Given that the separated wire tip remained at the stent deployment site without affecting hemodynamics, the physician determined to leave it in situ and follow-up monitoring the patient. The procedure was resumed and was completed successfully. The patient was reportedly fine without problem after the procedure.